Event description:
Received an electronic report of a dialysis patient who experienced respiratory reactions within a short time on dialysis. This facility was contacted and it was learned that the patient was on dialysis for 15 minutes when she went into respiratory arrest that resulted in hospitalization. A call was placed to this facility, and it was unclear whether the symptoms are related more to either a severe sleep apnea diagnosis or the patient's underlying respiratory problems at this point rather than the dialyzer. For this event, the blood was returned to the patient at the time of the event. This patient was prescribed a different dialyzer and is currently asymptomatic. The lot number is unknown and there is no sample available for an evaluation.